Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was found to be due to an anomalous connection between the electronics module and the telemetry coil. Once the connection anomaly was corrected, the device could be interrogated.

Event description:
It was reported that the device could not be interrogated. Device was explanted and replaced.